Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. During inspection of the 5mm, 33cm endo metzenbaum scissors (curved), minor dings and scratches were noticed throughout the shaft of the device. It was also noticed that the device was bent at the proximal end of the shaft. The 5mm, 33cm endo metzenbaum scissors (curved) were inserted into a known good 5mm peek multifunctional handle. Using the handle, the metzenbaum scissors were able to open and close successfully. Following, the device was then tested using porvair material. A cut was made using a 1/4, 1/2 and full depth of the blade on the material. All three cuts were made successfully at each depth. The probable root cause/s could be, user excessive force, due to the shaft being bent at the proximal end of the device or normal wear, improper sterilization or user mishandling, due to possible insulation failure on the 5mm, 33cm monopolar handle. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.